Manufacturer narrative:
(B)(4). This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead presented for a routine device follow-up. Upon interrogation, loss of capture was observed on the rv lead. The pacing impedance measurement was normal; r-wave amplitudes were small at 2.5mv. The patient denied syncope but reported feeling tired. An ECG showed intermittent 2:1 av block and the patient's intrinsic heart rate was 48 bpm. An x-ray was performed and the lead appeared to be in the same position as at implant. The physician considered a possible microdislodgement. A revision procedure was performed and the lead was attempted to repositioned. However, the helix mechanism was not functional so the lead was explanted and replaced. No additional adverse patient effects were reported. The explanted lead was discarded at the facility.